Event description:
It was reported that the pump usb port was loose, and the pump battery could not be charged properly. Customer¿s blood glucose level was 125 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.